Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a stone manipulation procedure. According to the complainant, the tip of the fiber broke. There was no part of the device that fell into the patient. The procedure was completed with another flexiva 200 tractip laser fiber without complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke.